Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. Reviewed the alarm history and found that the bolus delivery stopped. The customer's blood glucose reading was 125 mg/dl. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No frozen screen noted. Unable to verify for time anomaly due to no button response.